Event description:
The user facility's biomedical engineer reported that their automated impella controller (aic) displayed a battery failure alarm. There was no patient involvement. The device was removed from service.

Manufacturer narrative:
The investigation into the automated impella controller (aic) battery failure has been completed. Data analysis: no aic logs are available from the complaint date. Reproduced the failure mode to obtain the aic logs and confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ) performed batttest using mobaxterm and found that the 4th cell of battery 2 is not functioning as intended; this confirms the cell imbalance with battery 2, which caused the battery pack's internal electronics to shut down that battery. Single cell failure. Device analysis: the console was tested on an engineering lab bench. The failure mode was reproduced while running the aic without the ac power. Also confirmed the battery 2 failure by visual inspection of the battery lcd screen. The battery failure alarm was due to a defective battery 2. The root cause of the defective battery was due to cell imbalance, a known pattern failure.